Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported being recently hospitalized due to diabetic ketoacidosis. Blood glucose level was above 600 mg/dl at the time of admission. Customer reported that the hospital believed that the high blood glucose level was due to the insulin pump not functioning properly. No further information was provided.